Event description:
The customer reported the backlight on the device went out. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the backlight on the device went out. There was no reported pt involvement. Philips bench evaluated the device and verified the reported symptom. The power pca was replaced to resolve the problem. The device passed all performance tests and was returned to the customer. We will consider this a malfunction of the power pca that caused the display backlight to fail.